Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized for experiencing low blood glucose. Blood glucose level at the time of incident was 26 mg/dl. Customer was treated with glucose tablet and glucagon. Customer did not experienced any symptoms for low blood glucose event. Customer had been using the insulin pump system within 48 hours of low blood glucose event. Customer was not using auto mode at the time of incident. Troubleshooting was not performed. The device will not be returned for analysis. No further patient complications were reported.